Event description:
It was reported that the patient was experiencing pocket pain, which intermittently causes radiating pain to the buttock and or down the back. Change in her relief and coverage was also noted. The patient underwent a pocket repositioning procedure and was doing well postoperatively. The device remains implanted and in use.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two to three months ago to the date the manufacturer became aware.